Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet solent omni thrombectomy system. The pump, shaft, and tip were microscopically examined it was observed that there was a break in the hypotube was broke 24cm from the tip of the catheter. Functional testing revealed a ¿check saline¿ error. Due to the break in the hypotube the device would not get through priming. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 06apr2017. It was reported that an error message displayed during preparation. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During priming, a check saline supply error was displayed. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed hypotube break.